Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable is frayed at the distal idler pulley. The frayed strands stick out at the wrist. The other cables at the wrist are not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci pulmonary lobectomy procedure, it was noted that the wires on the cadiere forceps instrument were not intact. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and there was no report that any patient harm, adverse outcome or injury occurred.